Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral incisional hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent exploratory surgery for seroma leak, washout of the abdominal wound on an unknown date. It was reported that the patient experienced abdominal pain, constipation and obstipation. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 12/9/2021.